Event description:
It was reported that a small volume intermate had a cracked luer lock connector. The issue was observed at the end of infusion. The device was filled with an unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from may 30, 2014 ¿ june 04, 2014. The device was received for evaluation. Visual inspection on the unit noted that the distal luer lock had been cracked and that the tip of the distal luer lock was found stuck inside a non-baxter luer connector. The reported condition was verified. The assignable cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.